Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet device sustained physical damage to the screen, after which the patient experienced hyperglycemia with a blood glucose level exceeding 400 mg/dl for approximately 90 minutes and transitioned to multiple daily injections until a replacement arrived. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin delivery and the need for backup therapy. Investigation included collection of user-reported details and tracking of the device return for evaluation. Investigation of this device revealed a damaged display consistent with external impact, which aligns with a hardware screen break on the pump enclosure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external forces, unrelated to device manufacturing or design.